Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware device failed and was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a network failure. A field service engineer (fse) found that the drawers were not on the bus. The fse logged in as carefusion support and determined that the device was not communicating with the server due to incorrect network connections. The fse deleted and reinstalled the network connections, and information technology provided the correct internet protocol (ip) address. Once the connection was established, the fse verified the drawer configuration. The device was confirmed to be online and communicating, and all drawers were verified as configured and operating properly. The system functioned as intended after field service engineer repaired the device.